Event description:
The reported issue involved a less responsive touchscreen. There was no adverse impact on the customer¿s blood glucose level. The customer declined further troubleshooting and arranged for a renewal pump.